Manufacturer narrative:
An event of hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the received information the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 6-4mm amplatzer duct occluder was selected for implant on (B)(6) 2023 using a 6f amplatzer torqvue delivery system to close a type a patent ductus arteriosus. During implant, the patient's blood pressure dropped to 50mmhg in a transient manner when the delivery system crossed the tricuspid valve. The occluder and delivery system were removed and replaced with a new 5-4mm amplatzer duct occluder and 5f amplatzer torqvue delivery system.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.